Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that staples did not come out properly while in use on a patient. No further details could be obtained.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The staples appear to be properly aligned. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staples have been fired by the end user. Reference file anp1900074435 for investigation photos. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The staples appear to be properly aligned. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staples have been fired by the end user. Reference file anp1900074435 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined exactly how or when the anvil became slightly out of position. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "staples didn't come out properly" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. The sample was sent to the manufacturing site and it was found that the anvil was slightly out of position, preventing the staples from firing properly. Once the anvil was reassembled into the correct position, the stapler fired properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. It is unlikely that this issue was present at the time of manufacturing assembly. It could not be determined exactly how or when the anvil became slightly out of position. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that staples did not come out properly while in use on a patient. No further details could be obtained.